Event description:
On (B)(6) 2013, end user reported that on (B)(6) her skin had turned black and itchy after using the product. End user reported that she visited a doctor, who recommended a hydrocortisone cream. She reported that the cream was not effective in removing the black mark from her skin.